Manufacturer narrative:
Product complaint (B)(4). Evaluation: one opened box with nine unopened samples of product code pdp513, lot md5049 was returned for analysis. The complaint issue was not received for evaluation. During the visual inspection of nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The reported complaint could not be observed. Representative samples returned to support investigation of suture breakage device issues captured in reports 2210968-2019-85940, 2210968-2019-85941, 2210968-2019-85939. Analysis results have been included in follow-up reports for each. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a breast augmentation procedure three like sutures broke, one after the other, while suturing. It was not reported if the sutures broke in the middle of the strand or at the swage. Suture from a different box was used to complete the procedure. There were no patient consequences reported. All three sutures were discarded. Nine representative samples will be returned by the customer.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
It was reported a patient underwent a breast augmentation procedure on (B)(6) 2019 and suture was used. During use suture broke, while suturing. Suture from a different box was used to complete the procedure. There were no patient consequences reported.